Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with deep scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that customer's insulin pump alarmed motor error during bolus delivery. The device was not bumped or exposed to strong magnetic field. Customer uses the sensor feature. Customer's blood glucose was 12.0 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.